Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in netherlands. An patient underwent an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach, under local anesthetic. As reported, the pre-case discussion centered around the severity of the aortic valve calcification with some extension into the left ventricular outflow tract (lvot). Therefore, the team instructed the crimper to remove 2mls from the advised nominal delivery system volume to allow for this calcification. Upon deployment of the valve, some pvl was notable (moderate) through an aortogram but some contrast staining was also noted around the aortic root. The patient became slowly unstable resulting in hypotension and decreased cognitive awareness. A decision was made to intubate and a toe was immediately performed although no obvious dissection could be confirmed with no evidence of cardiac tamponade. A period of resuscitation ensued and then the patient stabilized again with further periods of hypotension and stabilization with inotropes. A decision was made to operate on the patient in the cath lab as was too unstable to be transferred to the operating rooms. An hematoma was excised from the aortic root and the bleeding was stopped. No actions were taken regarding the pvl, not explanted or post dilated, the pvl persisted but as the patient already had pre tavi ar, it was felt that the patient could tolerate this level of pvl. The patient was stable post-op and was later taken to the ICU. The latest report was that the patient was extubated and doing well. The patient is making a good recovery but the long-term cognitive effects of the incident is still of concern.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The complaint paravalvular leak was unable to be confirmed as no medical record and/or relevant imagery was provided. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''the pre-case discussion centered around the severity of the av calcification with some extension into the lvot. Therefore, the team instructed the crimper to remove 2 mls from the advised nominal delivery system volume to allow for this calcification. Upon deployment of the valve, some pvl was notable (moderate) through an aortagram but some contrast staining was also noted around the aortic root''. In this case, uneven calcification distribution can led to improper seal between the valve and the native annulus resulting in paravalvular leak. Additionally, the valve was deployed with 2ml less than nominal volume, so the valve may under deployment, which could also lead to paravalvular leak as reported. As such, the available information suggests that patient factors (calcified annulus) and/or procedural factors (under-deployed valve) may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), hematoma is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (severe aortic valve calcification with some extension into the lvot) contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.